Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-40, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer stated one patient sample and one survey sample generated (B)(6) architect havab-m results when reagent lot 93794hn00 was in use (no data provided by the customer). The customer stated all product insert recommendations were followed when (B)(6) results are generated. The customer was advised to discontinue use of reagent lot 93794hn00 per the recommendations of the product recall letter fa20apr2011 for reagent lot 93794hn00. The customer was also advised to inspect and recalibrate the analyzer probes. There was no impact to patient management.